Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad). A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at several atmospheric pressure for 2 to 3 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient injuries reported.